Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The air/water supply was not smooth due to the nozzle being clogged with unknown foreign material. This clogging issue was caused by a clogged foreign material. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, air/water could not pass the device smoothly on the evis lucera gastrointestinal videoscope due to insufficient or incorrect reprocessing. The issue was found at reprocessing. The intended diagnostic procedure was completed with a similar device with no surgical delay. The scope was used with the evis lucera elite video system center. No patient harm reported. It was unknown if the water supply status of the nozzle was checked during the pre-use inspection. There was no abnormality in the usage check before the clogging was found. The nozzle was not clogged in the case. The mh-946 injection tube was used for manual cleaning in the hospital. There were no scratches on the mounting part of the mh-946. The facility was using an olympus automatic endoscope reprocessor (aer). It was unknown when the last time the nozzle was changed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that foreign material such as adherent of gauze, foreign material originated from the peripheral device, body fluids and chemical solutions clogged in the nozzle due to inappropriate reprocessing after the previous procedure. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "operation manual_ preparation and inspection inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system * inspection of the air-feeding function * inspection of the objective lens cleaning function." The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "reprocessing manual_ cleaning, disinfection, and sterilization procedures *precleaning: flush water and air into the air/water channel_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Manual cleaning_ cleaning the external surface: with the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned. Flushing detergent solution into the air/water channel. Presoak for excessive bleeding and/or delayed reprocessing after each procedure." Olympus will continue to monitor field performance for this device.